Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump emitted the same call service alarm three times in 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/11/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/25/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the alarm history indicated multiple cs 054-0001 and cs 006-0002 call service alarms. The pump history could not be downloaded. The pump powered on properly with no alarms. During testing, the pump emitted a cs 006-0002 call service alarm. Upon investigation, the pump memory was found to have failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.